Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the piston in the insulin pump would not stop during bolus. The customer's blood glucose was 6.3 mmol/l. Customer did not receive an alarm. The customer attempted to prime and insulin kept coming out. Customer stated the device was not exposed to magnetic fields. At time of this report, customer's blood glucose was 4.2 mmol/l, for which she stated she was eating to compensate. The customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a broken belt clip slot.